Event description:
Baker IV capsule right breast with intracapsular rupture of implant & baker iii capsule left breast which required removal & replacement of bilateral breast implants with right capsulectomy.